Event description:
It was reported "this device uses two luer lock style clamps/gaskets to secure an invasive catheter inside the patients right ventricle. Unfortunately, the proximal valve on this device, when engaged does not maintain enough force to keep the catheter from moving". Additional information states "after pacemaker insertion the patient's line was confirmed with xray and the patient was bridged to a ppm after tvp insertion". The patient's current condition is reported as "the patient referred to in this event remains in the hospital with un-related issues subsequent to the tvp equipment."

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted video was reviewed. In the video, the user shows a separate/unused catheter, where the catheter is not locked completely and keeps moving. The reported complaint of "backflow of blood into the catheter sterile cover" could not be confirmed after the review of the attached video. No serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "this device uses two luer lock style clamps/gaskets to secure an invasive catheter inside the patients right ventricle. Unfortunately, the proximal valve on this device, when engaged does not maintain enough force to keep the catheter from moving". Additional information states "after pacemaker insertion the patient's line was confirmed with xray and the patient was bridged to a ppm after tvp insertion". The patient's current condition is reported as "the patient referred to in this event remains in the hospital withun-related issues subsequent to the tvp equipment."

Manufacturer narrative:
(B)(4).